Event description:
Medtronic received information during the implant of a transcatheter bioprosthetic valve; an amplatz super stiff guide wire caused a left ventricular perforation. The perforation was repaired; however the patient expired after the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).